Event description:
Internal gas leakage failed during pre-use check. Device not put on patient. Biomed confirmed failure and found leak in the inspiratory assembly. Unit opened and assembly cleaned. Device fully operational and put back into service.